Manufacturer narrative:
(B)(4). Batch #unk. Investigation summary: the defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects are listed in the "proof of repair". The safety test (iec 60601-1 / iec 62353) was performed according to the manufacturer's instructions with supplied replacement accessories. / missing accessories completed / 24-hour continuous test completed / functional test performed / ventilator assembly defective: replaced / electrical safety test acc. To iec 60601-1 completed / accessories checked / hipot test completed / by built-in-test (bite) indicated fault codes analyzed / display pcb replaced / functional test acc. To test procedure completed / missing material renewed / "orange power switch" in the power supply module defect - power supply renewed / mechanically damaged bezel assembly ito renewed / the fixing nut for the earth ground wire connection is is missing - renewed / cause code: faulty parts (3210) the device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during an unknown procedure, gen11 broke. There were no patient consequences reported. No additional information is available at this time.